Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to cuff erosion, possibly caused by an incorrectly size cuff. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported cuff erosion and sizing issues were unable to be confirmed through product analysis . The reported patient symptom is a known risk associated with artificial urinary sphincter and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The cuff was measured, and the device size was consistent with the reported information. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon passed functionally testing and performed with product specifications. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of erosion was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery due to the cuff eroded. The cause of the erosion was a possible wrong cuff size. There was no device malfunction. The patient had a good condition following the surgery.